Event description:
Complainant alleged that during monitoring of a pt the device would intermittently power off the complainant indicated that the clinician was able to obtain another device to continue monitoring the pt. The complainant indicated that there was no adverse effect to the pt due to the reported malfunction.